Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. The wire harness was still wrapped/secured in tape paper and there was no damage to the packaging pouch, it was only opened on 3 of the 4 sides. A syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. There was no deformation observed in the cuff while inflated. The cuff was re-inflated and deflated multiple times and no leaks or blockages were noticed. For further analysis, a leak test was performed by submerging the cuff and the inflation assembly, at separate times, under water and no bubbles (leakage) was observed. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.5 ohms (blue), 3.3 ohms (blue with clear tubing), 3.6 ohms (red), and 3.5 ohms (red with clear tubing) which all the electrodes were in specification. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgery, a nerve monitoring endotracheal tube was used, and was found that the balloon was inflated unevenly prior to intubating the patient. There was a risk of airway obstruction so procedure was completed with a backup device. Procedure was delayed by 20 mins and there was no patient impact.